Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n295554, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had an overstimulation sensation. It was noted the patient met with a manufacturing representative and they set the implantable neurostimulator (ins) differently. The reporter stated that starting today when they sat in their lift chair and leaned back, their legs jumped and they could not walk. The reporter further stated it was painful and they had been crying most of today. It was noted the patient thought they saw a, 440, and 1440 on the programmer, but they were not sure. It was further noted the patient lower stimulation until they were comfortable. The reporter stated they were at 3.70 and as long as their legs do not jump around, that was too high. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient received assistance from the physician or manufacturer representative (rep) and their concerns were resolved